Event description:
The customer reported via phone call that the insulin pump alarm reset. Customer's blood glucose was unknown mg/dl. The customer was advised of the scroll wrap recall. Customer was advised that the insulin would be replaced and agreed to return product for analysis.

Manufacturer narrative:
Findings: pump passed the self test and a21 error test. No a17 alarm or a21 alarm noted. No damage found on c13/ib. A47 alarm confirmed in the history file due to corrupted history file. No reset alarm noted. Pump received with cracked case at display window corner, reservoir tube lip, minor scratched display window.